Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included copd, pid pelvic inflammatory disease, vaginitis and sexually transmitted infection. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, hypertension, left lower quadrant pain, primary dysmenorrhea and sexually transmitted infection. Family history included anxiety, arthritis, cancer, heart failure, hyperlipidemia, hypertension, thrombophlebitis, thyroid carcinoma and thyroid disorder. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ left side of abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritability ("irritability"), disturbance in attention ("unable to focus"), hypertension ("high blood pressure") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingooopherectomy and salpingectomy bilateral, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, bladder disorder, urinary tract disorder, dysmenorrhoea, irritability, disturbance in attention and hypertension outcome was unknown, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine, headache, vaginal haemorrhage and abdominal pain lower had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, irritability, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrapancy noted for date(s) of insertion: (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:pid most recent follow-up information incorporated above includes: on 5-dec-2019: pfs & mr received. New reporter's were added. Lot number was added. Added event abnormal bleeding (vaginal), dysmenorrhea (cramping), hormonal changes describe to irritability, unable to focus,lower abdominal pain. Added event from mr: pid. Medical history, family history, concomitant conditions were added. Lab data was updated. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("pelvic pain/ chronic pain") in an adult female patient who had essure inserted (lot no. 50512931) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sexually transmitted infection, vaginitis, pid pelvic inflammatory disease and copd. The patient had a family history of anxiety, arthritis, cancer, heart failure, hyperlipidemia, hypertension, thrombophlebitis, thyroid carcinoma and thyroid disorder. Concurrent conditions were listed as sexually transmitted infection, primary dysmenorrhea, left lower quadrant pain, hypertension, dysfunctional uterine bleeding and body mass index normal. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ left side of abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritability ("irritability"), disturbance in attention ("unable to focus"), hypertension ("high blood pressure") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingooopherectomy and salpingectomy bilateral, oophorectomy (bilateral)) and prescribed medication.essure was removed on (B)(6) 2018. At the time of the report, the weight increased was resolving and the pelvic pain, dyspareunia, abdominal pain, heavy menstrual bleeding, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine, headache, vaginal haemorrhage and abdominal pain lower had resolved. The outcomes for pelvic inflammatory disease, bladder disorder, urinary tract disorder, dysmenorrhoea, irritability, disturbance in attention and hypertension were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypertension, irritability, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: discrapancy noted for date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.606 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: pid. Lot number: 50512931. Manufacture date: 2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information added. Annex f updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("pelvic pain/ chronic pain") in an adult female patient who had essure inserted (lot no. 50512931) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sexually transmitted infection, vaginitis, pid pelvic inflammatory disease and copd. The patient had a family history of anxiety, arthritis, cancer, heart failure, hyperlipidemia, hypertension, thrombophlebitis, thyroid carcinoma and thyroid disorder. Concurrent conditions were listed as sexually transmitted infection, primary dysmenorrhea, left lower quadrant pain, hypertension, dysfunctional uterine bleeding and body mass index normal. The only concomitant product mentioned was mirena (levonorgestrel). On 01-jan-2010, the patient had essure inserted. Essure was removed on 19-sep-2018. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ left side of abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritability ("irritability"), disturbance in attention ("unable to focus"), hypertension ("high blood pressure") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingooopherectomy and salpingectomy bilateral, oophorectomy (bilateral)) and prescribed medication. At the time of the report, the weight increased was resolving and the pelvic pain, dyspareunia, abdominal pain, heavy menstrual bleeding, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine, headache, vaginal haemorrhage and abdominal pain lower had resolved. The outcomes for pelvic inflammatory disease, bladder disorder, urinary tract disorder, dysmenorrhoea, irritability, disturbance in attention and hypertension were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypertension, irritability, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: discrapancy noted for date(s) of insertion: oct2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.606 kg/sqm. [Hysterosalpingogram] on 01-jan-2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:pid lot number: 50512931 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included copd, pid pelvic inflammatory disease, vaginitis and sexually transmitted infection. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, hypertension, left lower quadrant pain, primary dysmenorrhea and sexually transmitted infection. Family history included anxiety, arthritis, cancer, heart failure, hyperlipidemia, hypertension, thrombophlebitis, thyroid carcinoma and thyroid disorder. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ left side of abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritability ("irritability"), disturbance in attention ("unable to focus"), hypertension ("high blood pressure") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingooopherectomy and salpingectomy bilateral, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, bladder disorder, urinary tract disorder, dysmenorrhoea, irritability, disturbance in attention and hypertension outcome was unknown, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine, headache, vaginal haemorrhage and abdominal pain lower had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, irritability, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrapancy noted for date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records:pid. Lot number: 50512931 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral, oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the dyspareunia, vaginal discharge, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: previously reported event "injury" was updated to dyspareunia (painful sexual intercourse. Events: pelvic/abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal discharge, uti, fatigue, hair loss, migraines, headaches, hormonal changes, weight gain were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.